Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customers had drive support cap was loose. The customer¿s blood glucose level was unknown. Customer reported that the fill tubing process failed as the motor was not detect the reservoir. It was reported that the customer was able to complete pump rewind. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will be returned for analysis.